Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported adverse impact to the customer. No additional information was provided as the caller declined to complete the troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.